Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 149 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.